Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed oxygen concentration at 5.2.8 on the test sheet, was supposed to be 44-46% and the actual test was 69.4 which is a little higher. Per reporter, the issue occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was one 1 similar event found within the review period. The device was sent back to customer unrepaired with a do not use notice. Visual and functional tests were performed. The customer's problem was duplicated, and the cause of the issue was found to be a hole in the device's hose. The hose was replaced to fix the issue.